Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. Upstream occlusion and downstream occlusion tests were performed per the spectrum preventive maintenance procedure with the unit passing. Additional upstream occlusion and downstream occlusion tests were completed and the device performed as expected. Additional event details or parameters could not be obtained from the customer; however review of the device history log from 01/09/2013 to 01/18/2013 shows the pump alarmed for a downstream occlusion on two occasions. At this time, the date of event is unk.

Event description:
It was reported that a pump did not alarm for an occlusion.